Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR# 1828100-2015-00289.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the electronic pt gas system (epgs) was failing oxygen (o2) sensor accuracy test (21%) on the central control monitor (ccm). There was no pt involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) replaced the oxygen (o2) sensor and o2 sensor cable assembly. The srt sent the electronic patient gas system (epgs) to product surveillance lab for evaluation. The first evaluation did not confirm the complaint. The product surveillance technician (pst) connected the epgs to a system 1 simulator and central control monitor (ccm), attached o2 and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. Calibration was initiated and it passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.71 volts, within the specification of 0.55-2.758 volts. The pst measured the o2 output from the epgs with an o2 analyzer comparing it to the o2 on the ccm display setting while placing the software module from the returned epgs into a lab-tested epgs and placing a lab-tested software module into the returned epgs. The results suggest that replacing the epgs¿s software module with a lab-tested software module increased the o2 ccm reading from 18.2% to 19.5%. Placing the software module from the returned epgs into a lab-tested epgs decreased the ccm o2 reading from 20.8% to 18.7%. Additional evaluation was performed on the manufacturers production floor which confirmed the reported complaint. The epgs was tested using the lab use only (luo) software module, in combination with the same gas that was used previously during phase two testing when the unit failed with the existing software module the epgs came in with. Subsequent to the above testing, the automatic test (ate) was run on the device under test (dut) epgs with the lab software module installed. The test passed using the lab-use software module. The ate test indicates the software module should be replaced. The nominal 21% fraction of inspired oxygen (fio2) assumed for testing purposes is dependent upon the particular o2 tank mixture used on the production floor and may vary slightly from tank to tank. No additional action will be taken at this time.